Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced overnight hyperglycemia followed by rapid glucose decline the next morning while using the ilet system; the user noted that corrective insulin during the night did not sufficiently reduce glucose and then received rapid fall alerts when up and moving after waking, shortly before a measured glucose of 83 mg/dl. Symptoms included hyperglycemia overnight and subsequent symptomatic low trend with risk of hypoglycemia. Outcomes included temporary disruption of routine and the need for troubleshooting and education without medical intervention or hospitalization. Investigation included review of device data through the bionic report and user counseling on early adaptation of the ilet after recent initiation. Investigation of this case revealed no device malfunction, with patterns consistent with early adaptive algorithm behavior and user activity contributing to variable glucose response. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely multifactorial, including physiologic variability during early algorithm learning and activity-related insulin sensitivity changes. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.